Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 plus sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under (B)(4). This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK if product is returned, no further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. This also serves as a correction report. Section h11 ( additional MFR narrative) was incorrectly documented in previous report. The correction has been made in this report. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving low glucose results from an abbott diabetes care (adc) device. A customer reported unspecified low sensor scan result and it is unknown whether the customer noted a trend arrow on the device. The customer experienced nausea, vomiting, very poor vision, and was unable to self-treat. The customer was seen in a hospital, where a glucose value of more than 1000 mg/dl was obtained on unknown device and the customer was then admitted to the intensive care unit. The customer received insulin (type/dose unspecified) administered by a healthcare professional as treatment for a diagnosis of hyperglycemia. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 plus sensor associated with this complaint did not meet product design specifications and may produce low glucose readings which are not clinically acceptable. Based on the results of this investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK. If product is returned, no further investigation actions are required as this issue is confirmed to adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving low glucose results from an abbott diabetes care (adc) device. A customer reported unspecified low sensor scan result and it is unknown whether the customer noted a trend arrow on the device. The customer experienced nausea, vomiting, very poor vision, and was unable to self-treat. The customer was seen in a hospital, where a glucose value of more than 1000 mg/dl was obtained on unknown device and the customer was then admitted to the intensive care unit. The customer received insulin (type/dose unspecified) administered by a healthcare professional as treatment for a diagnosis of hyperglycemia. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries. There was no report of death or permanent impairment associated with this event.